Event description:
Hcp reports device explanted due to infection of the pectural and neck. The pt presented with device pocket swelling. A culture was done, but no source was reported. The culture produced mrsa growth. The pt was hospitalized, the ins and extension were explanted and the pt was placed on antibiotics. The infection is under control, but remains ongoing. Reference MFR report # 3004209178200601406.